Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It ws reported that rad-87 was inaccurate when taking spo2 during patient walk for home o2 evaluation. Customer reported, "pulse ox showed that the patient was desaturating (86%). When nellcor was placed on the patient, her spo2 was normal (above 88%)." There were no consequences or impact to patient.